Event description:
I used superpoligrip and fixodent from 2000 till 2009. While using poligrip and fixodent, I began experiencing numbness and tingling in my extremities. In 2005 was diagnosed with neuropathy. Test in 2009 show high level of zinc in my body. My neuropathy is permanent. I require continued medical care and treatment. Dose: poligrip. Fixodent. Frequency: 3 times daily. Route: oral. Dates of use: 2000 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.